Manufacturer narrative:
(B)(4).

Event description:
The patient had experienced a loss or change of therapy. Patient can't feel any stimulation and doesn't have symptom relief. The therapy was on. The situation was not resolved. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. The patient does not feel stimulation in the correct area. Patient was on program 1 at 8.5 volts. We tried program 2,3, and 4 all the way to 8.5 and the patient couldn't feel anything. Patient has an appointment tomorrow. Symptoms reported was no therapy relief. Event date was on (B)(6) 2015. Patient just noticed today, but he hasn't felt stimulation since implant. Additional information received from the healthcare provider reports that impedance readings were abnormal when run on (B)(6) 2015. The lack of stimulation sensation and lack of symptom relief had been resolved. The patient was receiving efficacy from the therapy after increasing the amplitude. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.